Event description:
It was reported that an al326 device was used during a subfacial endoscopic perforating vein procedure. It was reported by the rep that the surgeon placed the clip applier jaws around the branch of the saphenous vein and fired the instrument. No clip was placed on the branch, and the jaws were stuck on the tissue. It was noticed that the upper portion of the applier jaws were leaning back at a great angle. The upper piece of the jaw broke. The surgeon pulled the applier out of the trocar and retrieved the broken piece from the cannula, which is included. Another al326 was opened to complete the case. There was no patient consequence.